Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the issue could not be determined but appears to be linked to stress, deformation, operational or degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hystero videoscope had residual liquid/foreign material coming out of the channel tube, foreign material on the connecting tube and in the adhesive on the bending rubber. The adhesive around the light guide and objective lenes were peeling/detached as well. There was no patient involvement.